Event description:
It was reported that the customer was driving at the moment. Customer stated that it was indicating her blood glucose level was low but it wasn't low. Customer stated that it kept alarming and it started overnight. Customer stopped using it and hasn't really been wearing it. Customer finds it difficult to insert and that the process is a little difficult. Customer stated that the inserter is bulky. When the customer first met with the educator she fainted when she tried to insert. Customer used a sensor last month. Customer's blood glucose level was about 95 mg/dl. Customer's sensor glucose was reading below 60 mg/dl. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).